Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination under the key contacts. Unrelated to the complaint, the bolus button cover was found to be detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
Follow-up #2 date of submission 04/18/2014-correction:statement ¿there was evidence of keypad contamination found under all key contacts¿ included in error, please disregard statement. There was no evidence of keypad contamination under the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were unresponsive. It was reported the issue occurred after the patient wore the pump while showering. The reporter stated there was no damage to the keypad and no evidence of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.